Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy procedure, the surgeon was using a 4.0mm burr when he noticed that the burr was producing metal shavings into the joint. The patient's bone quality was poor and the burr was not on max speed. Most of the fragments were retrieved via suction, however, not all. A second 4.0mm burr was opened and used to complete the case. Patient is a male, (B)(6) years old.